Event description:
It was reported the inner clip did not fit securely during implant. The physician tested the fit of the inner clip in the base ring prior to the stimloc being implanted. He found that the fit was secure. The burr hole was drilled and the base ring was secured using the screwdriver provided. The lead was implanted. An attempt was made to place the inner clip within the base ring and it would not fit in securely. Upon investigation the physician found the patient had a small skull and the base ring was slightly curved resulting in the inner clip no longer sitting properly within the base ring. The only way to secure the lead using the inner clip was to loosen the screws securing the base ring, hence decreasing the curve of the base ring. This resulted in a significant delay to the case. There was no patient injury or death and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID m924256a003, lot# 08220071,1 serial#, implanted: 2012 (B)(6), explanted, product type: accessory. (B)(4).